Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the therapy electrodes (te) were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional te's) has been confirmed. As received, the belt failed incoming testing. Upon eval, the j2 component was not properly soldered inside the rear therapy electrode. The cause of the check therapy pad messages is the improperly soldered j2 component. The root cause of the improper solder is a mfg error. A corrective action was initiated. No adverse event resulted from the damaged belt cable connector.